Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is a cordis radial sheath but the catalog and lot numbers are not available. The citation is as follows: as noted in the publication by valsecchi et al in safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334)). As noted in the publication by valsecchi et al in safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334) report a case of stroke in 1 patient from the radial group during hospitalization. Additional details are not available. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Ischemic stroke/cerebrovascular accident is a known potential risk associated and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The physical manipulation of the arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As noted in the publication by valsecchi et al in safety, feasibility and efficacy of transradial primary angioplasty in patients with acute myocardial infarction; (ital heart j 2003; 4 (5): 329-334) report a case of stroke in 1 patient from the radial group during hospitalization. Additional details are not available.